Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during a patient infusion. This was further described by the reporter as the device ¿did not finish infusing¿. The set was filled with 18000mg piperacillin/tazobactamin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d4 (remove lot # 19k049 reported on the initial and replace with lot # 19k054). H4: the lot was manufactured from october 11, 2019 - october 14, 2019. H10: the device was received containing 66 mls of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.